Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a foreign material was found on the catheter shaft. In 2005 the balloon protector was taken off. The taxus express2 2.75 x 28 mm drug eluting stent was advanced to the lesion and deployed. At this time it was noticed that a plastic sleeve was on the catheter shaft. The stent delivery system was removed and the plastice sleeve was still there. There were no pt complications.